Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they thought their implant stopped working in (B)(6) 2019. They stated they had replaced the batteries in their patient programmer. They reported they were getting poor communication, troubleshooting done on the call did not resolve the issue. Ins longevity was reviewed and it was recommended the patient consult with their healthcare provider's office to have their implant checked. No patient symptoms were reported. No further complications were reported or anticipated.